Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a routine procedure for an implant. Prior to implant when tested, an anomaly was noted on the lead's helix deployment mechanism. The helix was extending out in one movement after several turns instead of going out smoothly. The lead was not used but replaced. The patient was stable before, during and after procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.